Event description:
Cadd ms3 treprostinil delivery pump malfunctioned. Pump stated that it was running but patient passed out three times prior to hospitalization. Patient was symptomatic with shortness of breath, lethargy, pale, cool, syncope, seeing spots, and falling. Upon arrival to hospital the pump was changed to an alternate pump and patient became symptomatic of vasodilation.